Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of presence of particles in the device. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported information alleging of presence of particles in the device. There was no report of serious or permanent patient harm or injury. Section b5: new information has been added that the patient alleged having kidney cancer. Medical intervention was not specified. Section g3 is updated with additional information. Section h6 health effect - clinical code: 3262 is updated with additional information. Section h6 health effect - impact code: 4614 is updated with additional information.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing particles in the device and having kidney cancer related to a CPAP device's sound abatement foam. The reported event of kidney cancer was reviewed by the pms clinical expert. This event is not assessable due to insufficient information related to: device use and diagnoses timeline. Based on the available information, the manufacture concludes no further action is necessary. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.